Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request additional information which had been provided. According to the reporter, the event happened towards the end of the procedure , they were able to complete the removal by using a stent they were planning to leave in anyway. No additional treatment was needed. A lumenis service engineer visited the site five (5) days after the reported event and examined the laser system. The engineer was unable to duplicate the problem and found no issues with aiming beam. The aiming beam diode was replaced as a precaution. The engineer verified alignment and performed power check. All power within specifications. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 26-sep-2016 and installed at the customer's site on dec-2016. A review of subject device product risk file (rd-1124690_aj) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. Although the engineer was unable to duplicate the malfunctioned in this event, and the incident did not cause or contribute to any change in the patient's condition nor required any additional intervention, in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor the issue; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 120 was being utilized, there was no aiming beam. The laser was pushed aside and the procedure was competed via a stent with little delay. No report of patient injury was received, nor did the malfunction cause of contribute to any change in the patient's status.